Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter contacted animas alleging that the pump suspended itself without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-nov-2019 with the following findings: a review of the pump black box and suspend histories indicate that the pump was manually suspended by the user. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours for the basal duration test with no suspend issues occurring. The keypad was intact with no evidence of hypersensitive or stuck keys. The complaint of a suspend issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.